Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not know what their weight was at time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had been malfunctioning. The patient stated that they had been trying to get a hold of someone to explant the ins battery or replace it. It was noted that the issue started over a year prior to the date of this report. The patient mentioned that they spoke to a manufacturer representative and their healthcare provider (hcp) towards the end of 2015 and was waiting for approval. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device malfunctioning was a device concern and that it would short circuit and zap her. There were no changes that led to the device malfunctioning. The patient went to the emergency room (ER) and they called a manufacturer representative who came to the ER and shut off the device. The patient went to the doctor but he would not do anything. The device malfunctioning had not been resolved. The patient had been trying to make an appointment with a doctor but after eight tries she still did not have an appointment.